Manufacturer narrative:
Device analysis: the device was returned and noted that the laser fiber was damaged. The issue was due to the user partially connecting the probe laser fiber to the portable connector module laser e2k adapter.

Manufacturer narrative:
Device evaluation: while the device was not returned, it was noted to be due to the user partially connecting the probe laser fiber to the portable connection module laser e2k adapter.

Event description:
It was reported that during an ablation procedure, the medical physics team member plugged in a probe that was not fully seated. Upon beginning the ablation, the thermal dose threshold (tdt) growth and pick points for the temperature were questioned. The mr scanner threw a "smoke code" and put the scanner into safe mode. The clinical specialist (cs) entered the room and discovered that the source of the smoke smell was the connection between the laser probe fibers in the portable connector module (pcm) and the probe. The scanner was reset, the pcm was swapped, and the procedure continued as normal. There were no patient complications reported in relation to this event.